Event description:
It was reported to boston scientific corporation that an injection gold probe device was used for hemostasis on a gastric ulcer in the stomach. According to the complainant, the injection gold probe was used to inject a bleeding ulcer with approximately five injections. The injection gold probe was then successfully used to apply electrocautery to the ulcer for approximately five pulses. The device successfully completed both of these tasks inside the patient. Upon inspection, after withdrawing the injection gold probe device from the scope channel, they noticed that the tip was missing from the end of the probe. The scrub nurse advised the physician and he started to look for the tip inside the patients stomach. The scrub nurse looked around on the floor and located the missing tip on the floor. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The reported complaint was confirmed. Visual inspection of the returned injection gold probe device found a fracture at the base of the ceramic tip, where the catheter meets the tip; the two fractured parts of the tip were returned. Further analysis determined that there were no material anomalies. The fracture appears to have occurred due to side impact forces, such a bending. Based on the investigation findings, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used for hemostasis on a gastric ulcer in the stomach. According to the complainant, the injection gold probe was used to inject a bleeding ulcer with approximately five injections. The injection gold probe was then successfully used to apply electrocautery to the ulcer for approximately five pulses. The device successfully completed both of these tasks inside the patient. Upon inspection, after withdrawing the injection gold probe device from the scope channel, they noticed that the tip was missing from the end of the probe. The scrub nurse advised the physician and he started to look for the tip inside the patients stomach. The scrub nurse looked around on the floor and located the missing tip on the floor. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.